Event description:
It was reported that the customer experienced a low blood glucose event. The lowest blood glucose level recorded was 40 mg/dl. Cause was not known. The customer addressed this by consuming carbohydrates. The incident occurred earlier in the day before the customer contacted support. Technical support recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged and understood this advice.